Event description:
It was reported that the right ventricular lead was fractured and exhibited high lead impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was received in two pieces, connected by a piece of proximal insulation. The proximal and distal coils were fractured at 53.7 cm from the connector pin which resulted in high lead impedance.